Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented to the emergency room after receiving a vibratory alert, high, out of range hv lead impedance on the rv to can vector was observed. In-clinic testing with isometrics and pocket manipulation resulted in large fluctuations in the rv to can hv lead impedance measurement. Lead revision was suggested.